Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced, settings reviewed, clamp closed, cassette removed and gently tapped, as well as the tubing massaged. Per reporter, despite replacing the cassette, the alarm persisted. Troubleshooting was repeated, but the alarm persisted. The patient was redirected to the clinic. The reservoir volume was 11.3 ml, the rate was 2 ml/hr, and 80.7 ml had been given. There no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction h3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.